Event description:
It was reported that the patient was working under the hood of a car and came too close to the battery. On the next device transmission, it was noted that the atrial lead had a polarity switch to unipolar. Also noted on the electrogram were high impedance and oversensing of p waves. The lead was switched back to bipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacemaker (B)(6) 2010. (B)(4).